Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported the intra-aortic balloon (iab) was used for percutaneous coronary intervention (pci) support of an acute myocardial infarction (ami) patient. While preparing to leave, blood was confirmed to be flowing back into the bellows of the sleeve. Considering the possibility that blood in the bellows could contaminate the catheter shaft, it was removed as is to prevent infection. It was noted that a sheath from another manufacturer (8fr 10cm) was used when inserting the iab. There were no findings of insertion resistance or kinking of the catheter shaft. As the patient's vital signs were stable after the iab was removed, iab therapy was terminated. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: 225-8575 UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).